Event description:
It was reported that the pump is slow to respond when the buttons are pressed. The buttons reportedly bounce and spring back and the keypad is intact. The reporter denied the pump was exposed to water or cleaning products. The reporter is refusing to return the pump at this time for investigation and will continue to use the pump.

Manufacturer narrative:
No conclusions can be drawn at this time because the pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.